Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire fractured. Reportedly, no part of the device detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was detached and bent. Additionally, the device was observed under magnification that the cut of the cutting wire was not smooth; also, it was blackened and melted. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis, the cutting wire was found detached and bent. Based on the condition of the cutting wire, the failure found could have been generated if the device was not completely in contact with the tissue when the device was energized during procedure or if voltage exceeded the maximum voltage rating. Additionally, the bend in the cutting wire could have been caused by handling and manipulation of the device or interaction with other devices in the procedure. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire fractured. Reportedly, no part of the device detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.